Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Event description:
It was reported that a patient enrolled in the m2a-magnum clinical study underwent a left total hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2007 due to a loose acetabular component. The modular head and acetabular cup were removed and replaced.